Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the site contacted intuitive technical support engineer (tse) to report that bipolar energy was not working. The system was not connected to the onsite. The isi tse asked the customer to try both energy ports, different cables, but the customer had no other bipolar instruments to try out. The surgery converted to open. The customer was completing the procedure, robotically, as expected, with less than 15 minutes delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. The procedure was converted to open. The patient tolerated the change well. The issue was due to instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. The reported issue with the instrument could not be replicated nor confirmed. Upon a visual and microscopic inspection, no damage was found to the wrist assembly. The electrical continuity test passed. Instrument was placed on system and passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. Bipolar energy cord was successfully connected to generator and instrument. Energy activation test was then conducted on system. Wet sponge was held between grips at various grip orientations and began to smoke when energy pedal was pressed. Steam generation from the sponge indicated active power and a complete circuit. No loss of power and no intermittent energy were observed. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.